Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg 45 mg/dl) and customer adjusted the pump basal temporary rate to address low bg. Customer did not know cause of low bg. Recommendation was made for customer to discuss event with a healthcare provider.